Event description:
It was reported that the customer had a failed battery. Customer changed the battery and the pump was fine until it had an off/no power alarm. Customer's blood glucose level was 6.7 mmol/l. Customer's alarm history was reviewed and it was found that the customer had a battery out limit alarm, weak battery alarm, low battery alert, and off/no power alarm. Customer does not use the sensor feature. Customer confirms that the batteries are all brand new. Customer stated that their lifestyle has not changed. Customer does not use the back light a lot, only sometimes at night. There were no daily rewinds or unattended alarms. Customer does not use the remote. Customer does not upload to carelink. Battery was not stored in a cold environment. A replacement cap will be sent. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.